Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged internal fixation failure could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿department of spinal surgery, beijing shijitan hospital, capital medical university, china ¿. The title of this report is, ¿comparative study of proximal femoral shortening after the third generation of gamma nail versus proximal femoral nail anti-rotation in treatment of intertrochanteric fracture ¿, published on march 15, 2018, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at doi: 10.7507/1002-1892.201710065. This report includes an analysis of the clinical data that was collected on 158 patients, and the cases in this study range from january 2014 and december 2015. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 6 patients experienced internal fixation failure.

Event description:
The manufacturer became aware of a literature published by the ¿department of spinal surgery, beijing shijitan hospital, capital medical university, china ¿. The title of this report is, ¿comparative study of proximal femoral shortening after the third generation of gamma nail versus proximal femoral nail anti-rotation in treatment of intertrochanteric fracture ¿, published on march 15, 2018, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at doi: 10.7507/1002-1892.201710065. This report includes an analysis of the clinical data that was collected on 158 patients, and the cases in this study range from january 2014 and december 2015. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 6 patients experienced internal fixation failure.

Manufacturer narrative:
Correction: please refer to b2 outcomes attributed to ae.